Event description:
It was reported that during a closure of loop ileostomy procedure, the surgeon wound down stapler to close the stapler. The indicator was in the middle of the firing range. The stapler was fired but surgeon was unable to unwind the stapler to release the jaws. While he was unwinding, he could hear a ratcheting noise; he managed to pry the jaws apart and it appeared that only one staple line had deployed. He then loaded the gun with a second reload and only one staple line deployed a second time. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Event could not be confirmed as no strange noise was heard during analysis. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. The device met the release criteria for distribution.